Event description:
It was reported that patient's creatinine rose to 2.5 milligrams per deciliter (mg/dl) and they required 1 unit of packed red blood cells (prbc) for an unknown reason. The following day, a chest tube was placed for possible hematoma. On (B)(6) 2024 patient was in and out of atrial fibrillation with rapid ventricular response. They were reintubated on (B)(6) 2024 with bronchoscopy for left lung mucus plug. On (B)(6) 2024, the patient was successfully extubated and continuous renal replacement therapy was initiated. Gastrointestinal (gi) bleed suspected on (B)(6) 2024 due to dark stools and 1 unit of blood was given. On (B)(6) 2024 the patient experienced ventricular tachycardia/ventricular fibrillation storm. 12 implantable cardioverter defibrillator shocks and lidocaine, magnesium, and calcium were administered. The patient required reintubation. Transesophageal echocardiogram revealed no suction and a dilated right ventricle with moderate to severe dysfunction. The right ventricular assist device (rvad) flows were increased. Left ventricular assist device was decreased from 5500 to 5400. Ventricle pacing and sensing (vvi) was increased to 100 bpm. Hemoglobin and hematocrit decreased to 6.8 grams per deciliter (g/dl) and 22%. Platelet count was 57,000. Two units of prbc were administered. On (B)(6) 2024 the patient was extubated, and 2 units of platelets were transfused. The oxygenator was clamped for trial and removed on (B)(6) 2024. Gi bleeding continued (B)(6) 2024 and the patient received 4 additional units of blood. Esophagogastroduodenoscopy (egd) performed on (B)(6) 2024 was negative. (B)(6) 2024 flexible sigmoidoscopy showed multiple large ulcers in distal rectum. The patient required further transfusions. On (B)(6) 2024, the patient experienced an acute recurrent gastrointestinal bleed with bright red blood and low flow alarms. The patient experienced altered mental status and was reintubated. Five units of prbc were transfused. The flexible sigmoidoscopy showed arterial bleeding above dentate line which resolved with epinephrine injection and 3 clips. The patient's driveline had yellow drainage so they were started on piperacillin and tazobactam (zosyn) with no known culture obtained. The patient had also developed delirium. The patient's prognosis was poor and so the family ultimately decided to withdrawal care. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
H6 - delirium e0207. Hematoma e0505. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The reported low flow hazard alarms could not be confirmed as no log files were submitted for review; however, the account reported that the alarms occurred due to the patient¿s profuse gastrointestinal (gi) bleeding. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including respiratory failure, right heart failure, renal failure, arrythmia, bleeding, infection, neurological events (not stroke related), and death. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia, infection, and neurologic dysfunction as potential late postimplant complications. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.